Manufacturer narrative:
Manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A presentation titled "retinal hemorrhages and steroid-responder secondary ocular hypertension following posterior chamber phakic intraocular lens implantation" indicated that a patient with high myopia and bilateral amblyopia presented for diopter reduction. After implantation postoperatively superficial retinal hemorrhages of varying sizes were noted, high elevated intraocular pressure was noted and medication was used. The article concludes macular hemorrhages are rarely reported following implantation, however high myopia is a disease rather than a mere refractive error, it may increase the risk of developing such complications.